Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under 0002648920-2021-00160.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under 0002648920-2021-00160.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01686 and 0002648920-2021-00160. Medical devices: articular surface size ef 10 mm height catalog#: 00596204010 lot#: 63579721. Stemmed tibial component precoat size 5 catalog#: 00598004701 lot#: 63535313. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its current location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately four years post-implantation due to a deficient posterior cruciate ligament. Attempts have been made and no further information has been provided.